Manufacturer narrative:
Block b3: approximation - medical doctor noticed the scalp incision a couple of months after surgery. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: 7135352. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). The devices were discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that the following may be potential risks associated with the use of the device: implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening and infection. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of caused not established.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead extension revision due to infection. The patient exhibited hardware exposure and an open wound. The patient was placed on antibiotics, and cultures were taken, but the results were not disclosed. The device has been reactivated at the previous settings, and the patient is receiving adequate stimulation. The explanted devices were discarded at the facility and will not be returned to boston scientific for analysis.